Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. The device worked halfway through procedure and than stopped cutting. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) device (B)(4) - blade would not. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatches 2210968-2012-05831, 2210968-2012-05832, 2210968-2012-05833, and 2210968-2012-05834. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The returned blade failed the sharpness test with an average breaking force of 3.77 lbf. The blade would not have cut properly during procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Corrected information: this is one of six medwatches being submitted as six devices were involved in this event. See also medwatches 2210968-2013-02589, 2210968-2012-05831, 2210968-2012-05832, 2210968-2012-05833, and 2210968-2012-05834. The same patient is represented in each medwatch.